Event description:
Customer called to report the insulin pump alarmed for calibration error. Blood glucose reading was 400 mg/dl. The customer had treated with the insulin pump and felt okay. Customer also mentioned the sensor being pulled out while he was working and bent cannulas. Advised that a senior tech would be consulted and he would be contacted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.